Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm s3 valve implanted the pulmonary position for approximately 3 years, underwent a viviv procedure with a non-edwards transcatheter valve. As reported, the patient had the 23mm s3 valve placed in a 23mm edwards surgical valve at an unknown facility. The now presented with symptomatic pulmonary stenosis. The s3 valve was ballooned to possibly help the stenosis and/or accommodate another sapien valve. The team felt that placing a non-edwards valve after dilation was best.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. No images were provided. Pulmonic valve replacement using the sapien 3 valve (s3) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The review of the risk management file is complete and no further action is required at this time. The complaint of valve stenosis was unable to be confirmed . A review of the DHR and lot history was unable to be performed due to no lot information provided. During the manufacturing process , all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. For this case, non-edwards transcatheter heart valve was later implanted within the sapien 3 valve. Per the additional information provided, 'the patient had the 23mm s3 valve placed in a 23mm edwards surgical valve at an unknown facility. The now presented with symptomatic pulmonary stenosis. The s3 valve was ballooned to possibly help the stenosis and/or accommodate another sapien valve'. In this case, the device was not returned for evaluation as it remains implanted in the patient. Due to the limited information provided, the cause for the valve stenosis could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.